Event description:
It was reported that the lower display on the external pulse generator was missing lines, that there were knobs gone and broken, the faceplate was worn and the bail clamps broken. The generator was returned for service. The return paperwork indicated no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Knobs and side bails are missing. Lcd (liquid crystal display) is missing segments. Keyboard is worn out and serial number label is torn (worn out). Side bail covers are broken. Battery release is sticky. Lead flex cover and battery flex are contaminated. Battery contacts are compressed. The ring is bent.